Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos) during implant procedure on (B)(6) 2022. Programming changes were made to restore normal parameters and the device was successfully implanted within the same operation. Post-procedure the patient was stable.